Manufacturer narrative:
This event is a duplicate to complaint (B)(4) and no further action is required at this time. The proper event information and subsequent analysis results are provided in the reports associated with (B)(4).

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This event is a duplicate to complaint (B)(4) and no further action is required at this time. The proper event information and subsequent analysis results are provided in the reports associated with (B)(4).

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.